Event description:
The customer reported the +20.5 diopter cc4204a collamer single piece lens was inserted into the eye and then removed due to a torn lens. The lens was removed and discarded. No further information was available at this time.

Manufacturer narrative:
Reportedly, the iol didn`t slide through cartridge properly during insertion, resulting in lens tear. Incision was not enlarged and no other tissue damage was reported during removal of damaged lens. No reported postoperative sequelae. Based on the received information it is possible that user error during handling or loading have caused/contributed to the event. Based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unknown. Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a parent/child lens work order search was performed and there were no similar complaints found within the work order. Conclusion: (unable to confirm): based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. The lens was not returned. (B)(4).